Event description:
In (B)(6) I was hospitalized for another issue and they discovered that the essure device on my left side had issues. I got the implant in 2015 in (B)(6) and have had medical issues ever since. I need this thing out. Nickel posing auto immune system compromised toxicity in blood muscle contortions heavy bleeding among others. FDA safety report ID# (B)(4).

Event description:
Additional information received from reporter on 10/12/2023 for mw5111301. Extreme nausea and sharp crippling pains on left side of abdomen. Dizziness migraine and muscle cramps in hands legs feet and neck. I have had essure now since 2015 and have reported other adverse effects to med watch in the past about the same essure device.